Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted and exchanged (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for another lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the lens was inserted, removed and exchanged during the same surgery. Corrected data: adverse event to product problem, serious injury to malfunction (B)(4).